Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned, analyzed and no anomalies were found. Further analysis of the device memory indicated implant to recommended replacement time (rrt) months was 24.55. Rrt was prior to explant. Daily battery voltage trend shows battery voltage of > 2.85 volts. Daily battery impedance trend shows gradual rise in average daily impedance.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due normal battery depletion. Analysis revealed that the icm reached recommended replacement time (rrt) earlier than expected. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.